Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The receiver would not boot up, therefore, functional testing could not be performed and a data log could not be retrieved. The receiver case was opened for further evaluation. An internal inspection observed moisture damage. Due to the condition of the device, the reported event of no audio output was not confirmed. A root cause could not be determined.